Event description:
It was reported that an alert for non-sustained rv oversensing episodes was observed. Review of the session revealed myopotential oversensing. Programming changes were recommended. Patient condition was good.

Manufacturer narrative:
(B)(4).